Event description:
The customer reported that in 2006, at 1 1/2 hours into a treatment when responding to a machine alarm, the staff noticed the pt's venous needle had pulled out and a pool of blood was under the chair. The pt was placed in trendelenburg position and hemostasis was achieved at the puncture site. The pt complained of mild dizziness and received 1 liter of saline and 100 ml of 25% albumin solution. The estimated blood loss was 500 cc's. The treatment was resumed on another machine, the pt was typed and cross matched, and received two units of packed red blood cells (rbc's).